Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine, morphine, and prialt via an implantable pump for non-malignant pain. It was reported that the patient was in the hospital over the weekend and had 2 magnetic resonance imagings (MRI's). After the first MRI the pump recovered shortly after the scan but after the second MRI it still showed the pump was in a stalled state since 2025-06-15. They had checked the pump status twice. Discussed MRI labeling and telemetry state condition. They rechecked the pump status and logs and it now showed a motor stall recovery. The patient had some increased pain since the MRI's and they had not heard the pump audibly alarming during and post scans. The cause of the increased pain was not determined and it was unknown if it was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.